Event description:
It was reported by service report that the rubber on the wheels were chunking off causing a decreased pressure on the brakes. No pt involvement or adverse consequences are reported.